Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one endeavor resolute drug-eluting stent in a little calcified lesion in the lcx with 80% stenosis and moderate tortuosity but the stent could not move through the vessel and the struts deformed. The lesion had been pre-dilated. The system was pulled back and the procedure was ended by physician. The patient is good post procedure. Please note that this device (resolute endeavor) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions